Event description:
It was originally reported that the patient had no stimulation sensation and a loss of therapeutic effect. He was unable to adjust his stimulation. His patient programmer had three green lights on the left hand side when the ipg was turned on. He also received triple beeps when increasing and decreasing his stimulation when his ipg was turned on, indicating that he was at the limit of his programmed parameters. The patient was at home in fair condition. He was redirected to his healthcare provider. It was later reported that the patient had his device reprogrammed but he was still having problems with it. The hcp confirmed that the ipg had turned off. No complications were reported.